Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous, mr 2.5 x 32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 2nd most distal lifted and pulled distally and the 4th most distal strut lifted and stretched upwards. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts though the severely calcified and tortuous lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-oct-2016. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilation was performed using a 2.5mmx20mm balloon. A 32mmx2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.